Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic, inappropriate high ventricular rate episodes due to possible lead noise was observed. Patient is pacemaker dependent. The noise was reproducible with pocket manipulation, at which time the patient became symptomatic with pre-syncope. No other electrical anomalies were observed. The patient was transferred to the hospital, and upon opening the pocket, the physician observed both visual and tactile lead insulation damage. The lead was capped and successfully replaced on (B)(6) 2016. Patient is well and will be followed with routine follow up.